Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened and used enlite-serter. Performed insertion test. Enlite-serter passed per specification. Enlite-serter connect and release properly.

Event description:
Customer reported the serter is malfunctioning. Customer's blood glucose level was 121 mg/dl. Customer stated that the last four insertions sensor readings were off, also noticed they were bent when removed. Customer believes that the sensor issues were correlated with how she inserts the sensor. Customer attempted to put in a new sensor, device dislodged when she tried to remove the serter. Needle hub was stuck in the serter. Instruction provided in how to remove the needle hub from serter. No further information reported.